Manufacturer narrative:
Results: complaint history check for 152756a: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6295581. Ref no: product desc: mfg code: subject desc: 152756a, large bore needles, 6295581, foreign matter. Complaint evaluation: severity__s1__ occurrence_1st complaint investigation level: a. DHR review: thirty-two visual inspections were performed on 1,600 parts with zero defects noted. Level a investigation: DHR/ncmr/qn review is not required. Complaint evaluation / complaint history check for the event that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition (foreign matter) on lot number 6295581. No adverse health consequences; may result in annoyance to user or to patient. Minor injury, without significant discomfort or any degree of disability. This is a transient, self-limited illness or injury not requiring medical intervention. Moderate injury which may include significant discomfort, severe symptoms and / or temporary disability. This usually requires medical intervention to treat the injury. Serious injury which result in severe symptoms or permanent impairment (irreversible impairment or damage to a body structure or function). Fatal or immediately life threatening, death has occurred or could occur. Investigation summary: the complaints lab received eight samples. They were visually inspected. A black mark was found on the cannula of one of the needles. The fm was analyzed with ftir. The results revealed that the fm is likely rubber and silicone. Based on the samples received the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the severity assigned to this complaint and the results of the complaint lot history check, no further action or CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was a reported that a consumer found black residue on the tip of an 18 g x 1.5 in. Bd precisionglide¿ needle prior to use. No injury or medical interventions reported.